Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that when the dilator was removed and the sheath was aspirated and flushed with 20cc syringe, the air bubbles were noted. Aspiration was performed couple of times, however, air was still noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis. It was further reported that no abnormalities was noted on the sheath during preparation. No leak in the sheath nor air was noted in the patient. Pressure bag irritation method was used. Versacross pigtail wire was inside the sheath.

Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath identified no abnormalities or defects that could have contributed to the reported allegation. Leak performance testing could not be performed because the flush luer was occluded, preventing complete purging of air from the sheath. Based on the microscopic inspection, the root cause of the reported complaint could not be determined. A device history record (DHR) review for cl14583 was performed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. A risk review was performed referencing a leak on the device. The maximum severity associated with this event is a 2 based on the information provided within the event description, as additional intervention (sheath replacement) was required to complete the procedure. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. Based on all the information, the "cause not established" conclusion code was assigned for the allegation of "visible air/bubbles" as the analysis did not identify any abnormalities or defects that could have contributed to the reported issue. Because air could not be fully purged from the sheath, the device's leak performance could not be evaluated and therefore, the root cause of the reported complaint could not be definitively determined.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that when the dilator was removed and the sheath was aspirated and flushed with 20cc syringe, the air bubbles were noted. Aspiration was performed couple of times, however, air was still noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory. It was further reported that no abnormalities was noted on the sheath during preparation. No leak in the sheath nor air was noted in the patient. Pressure bag irritation method was used. Versacross pigtail wire was inside the sheath.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that when the dilator was removed and the sheath was aspirated and flushed with 20cc syringe, the air bubbles were noted. Aspiration was performed couple of times, however, air was still noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.